Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot manufacturing location: (B)(4) manufacturing date:22-jan-2021 part number:04.211.014, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 14mm lot number: 86p2150 (non-sterile) lot quantity: 230 three pieces were scrapped in cell at op #80, flow inspect/pack for discolored surface finish. Production order traveler met all inspection acceptance criteria apart from the three pieces noted. Inspection sheet, in process / inspect dimensional / final inspection, (B)(4) met all inspection acceptance criteria apart from the three pieces noted. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.211.014.999, 2.8mm ti screw blank 14mm 2.7 variable angle w/sd8 lot number: 77p5004 lot quantity: 945 production order traveler met all inspection acceptance criteria. Inspection sheet, inspect warm head blank/inspect turn head and point, (B)(4) rev c met all inspection acceptance criteria. Part number: 23032, tialnbci2.78 lot number: 23p6725 lot quantity: 647 lbs. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated 14-oct-2019 was reviewed and determined to be conforming. Lot summary report dated 29-oct-2019 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review 20-oct-2021: DHR reviewed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a va elbow surgery. During the surgery, while removing the screw, the screw head broke off. It was unknown if the surgery completed successfully. The patient outcome was unknown. Concomitant device reported: plates: va-lcp (quantity: 1) extraction instruments: trauma (quantity: 1) this complaint involves one(1) device. This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 14mm this is report 1 of 1 for complaint b)(4).